Event description:
It was reported that the battery gauge was fluctuating, leading to an unexpected shutdown of the pump. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternative method of insulin therapy.